Event description:
Determined to be reportable based on analysis completed on 09-25-2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 3.00x32mm taxus express2 was advanced toward the rca, however, they were unable to cross the lesion. The procedure was not completed due to unspecified reasons. There were no patient complications or injuries. Patient status is listed as satisfactory.

Manufacturer narrative:
Microscopic examination of the returned device found proximal stent damage. Some of the struts were twisted. Visual examination of the hypotube found no kinks or damage. Microscopic examination of the balloon found no issues with the balloon material. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this particular batch # 8006236 found that the device met its material, assembly, and product specifications, at the time of release to distribution. The root cause of this complaint is unknown.